Manufacturer narrative:
This ipg serial number was included in a field advisory. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The patient has two scs systems implanted. This issue pertains to the thoracic ipg. The patient experienced discomfort at the ipg site. Surgical intervention is planned to address the patient's inoperable ipg (reference MFR. Report: 1627487-2018-10535).